Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 26-jul-2017, an fse was onsite to follow up about the barcode reader error. During assessment, they found that the outpatient label maker print head was missing segments. The customer corrected the labels and the instrument was operational. There was no further action required by fse. The most probable cause of the reported event was due missing segments on the outpatient label maker.

Event description:
On (B)(6) 2017, a customer reported that they are getting 100% read errors with their g8 analyzer. They tried cleaning the barcode reader lense without any resolve and repositioned the tube labels. They tried putting labeled tubes on a rack and performing manual barcodes reads without any success. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting a1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.